Event description:
Reportedly, the aquarius was prepared and put to recirculation without any problems. The self test and priming passed. Immediately after starting the treatment the staff received balance alarms every two minutes with instructions to check the lines, bags, and clamps. Despite the fact that there was some blood drawn back in the pre-dilution line, the staff did not recognize any issues nor were they able to troubleshoot the balance alarms correctly. After a routine time check the staff observed an 1890ml fluid-loss for the patient although the device was programmed to 0 ml. The patient experienced low blood pressure, and the treatment was discontinued. The patient required fluid replacement and adrealin to remedy and raise blood-pressure. Although medication was administered to stable the blood pressure of the patient, there were no reported further consequences and he/ she fully recovered. A treatment history download was not available because the machine was checked while it was still in use, so a download was not possible. However, the staff communicated that they received 35 alarms in 1 hour, which they ignored. When the machine was disconnected the staff noticed that the predilution tubing was inserted the wrong way in the pump house. The hospital staff is aware that they set up the pre-dilution line incorrectly and ignored the balance alarms. Programming of the device --cvvh; blood flow 380ml/h, post dilution 3000ml/h, predilution 1500ml/h, fluid loss the evaluation of the machine indicates that there was no fault found and the machine was put back into service. The event was attributed to use error. Since intervention was initiated, this complaint warranted an MDR per our internal procedures.

Manufacturer narrative:
A yearly check was performed to the machine with no failure found. A technical service report concerning the evaluation assessment and a confirmation regarding the remedial training carried out with the hospital staff will be provided. A product risk assessment was performed prior to this incident and a field safety notice was issued, warning users about the consequences of overriding balance alarms, as it may result in serious patient injury or death. Furthermore, a design change has been initiated to implement total fluid loss management. This will stop treatment if the root cause for the fluid balance alarm is not resolved. All concerned customers have been informed of the risk of overriding the balance alarms without resolving the issue. For these devices, corrective /preventive actions include an instruction sheet and warning sticker placed on the device.